Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
On 9/10/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: during robotic assisted laparoscopic total hysterectomy the intuitive fenestrated bipolar would nor open its jaws from the patient tissue during use. At the time of this report it is unknown how the procedure was completed. It is unknown if the reported issue had any impact on the patient.